Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. The complaint could not be confirmed and the root cause is undetermined.

Event description:
It was reported that the bd q-syte¿ extension set micro bore was connected to the blood transfusion device and found clogged before use. The following information was provided by the initial reporter, translated from chinese to english: "the single-use blood transfusion device connected the q-syte,found clogged."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd q-syte¿ extension set micro bore was connected to the blood transfusion device and found clogged before use. The following information was provided by the initial reporter, translated from chinese to english: "the single-use blood transfusion device connected the q-syte,found clogged."